Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad traces. No button error alarm noted during testing. It also had a minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, missing end cap sticker and protruded/loose drive support disk. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 101 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.